Manufacturer narrative:
The product is not expected to be returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the emergency room with a heart rate below 30 bpm. Interrogation revealed fluctuating low right ventricular (rv) impedance measurements and intermittent loss of capture (loc). The patient was seen the day before for a routine device check which was normal. The patient was hospitalized and administered isuprel. The patient was stabilized and surgical intervention was performed. The rv lead was surgically abandoned and the device was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.